Event description:
The customer reported via phone call that when he gets down to about 30 units, his blood sugar goes out of range of his sensor. Customer is at 20 units for bolusing and has been trying to keep his sugar down but has not been able to. Customer stated that he has been higher than 600 mg/dl. Customer's current blood glucose was over 400 mg/dl. Customer stated that as a result he urinates much more.. Customer mentioned that he has had a blood glucose of 32 mg/dl. Customer guessed that he was low due to overcorrecting for a high. Customer refused to change out the infusion set even when a replacement would be sent. Customer stated that he also had alarms that constantly drain the battery. Customer stated that he had a meter blood glucose now alarm. Customer refused to be sent a tubing clamp to finish troubleshooting. Customer stated that he is going to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.